Event description:
It was reported that a user experienced hyperglycemia with a highest cgm reading of 276 mg/dl for approximately two hours while using an infusion set on the stomach with a g7 cgm; the user reported no leaks or kinks, completed a fill tubing step successfully, and attributed the elevation to stress after treating a prior unannounced meal¿related low without changing the infusion site. Symptoms included hyperglycemia and a preceding hypoglycemia episode down to 53 mg/dl that was treated with oral glucose. Outcomes included medication intervention for glycemic management without serious injury or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information to identify a device-related problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.